Manufacturer narrative:
Initial reporter name and address: information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device, the reported issue of front panel flashing was confirmed. In addition, an e300 error was displayed on the monitor. The light spike sensor failed and required a change of light bulb. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source front panel is flashing. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the e300 indication and the front-panel flashing occurred, due to a sensor board malfunction. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.